Manufacturer narrative:
Software investigation is currently in progress.

Event description:
A site representative reported that during a case in mach cranial, the software exited after the third step of calibrating the suretrak (unsure which specific one). They were able to proceed through the first three steps without issue, but reported that the software then exited to the log-in screen. They were then able to go back into the software and calibrate the suretrak without issue and the case continued as planned. There was no impact on pt outcome.